Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported that the wrong implantable neurostimulator (ins) serial number was listed on the patient's ID card. The patient was implanted on (B)(6) 2015 and the issue was resolved with a replacement ID card. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.